Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system. It was stated that it was suspected that the ipg was implanted too deep within the pocket. The patient underwent a revision procedure in with the ipg was repositioned to be higher in the pocket. The patient is doing well post operatively and is able to charge the device. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.